Event description:
Add ease system used to connect casponfungin vial to 0.9% nacl minibag for IV administration. Upon refrigeration product "self activated" and medication was reconstituted. Once reconstituted, solution is only stable for 24 hrs so product was not used.